Event description:
Patient undergoing robot-assisted laparoscopic-assisted vaginal hysterectomy. During the procedure the pk dissecting forceps was placed through the trocar and was connected to the cautery. The pedal on the cautery was depressed several times yet the forceps did not respond. When the forceps was removed from the trocar a broken wire was detected. Post-op the patient developed a purple mark around the site of the trocar. Initially it was thought to be a bruise, after further examination, it was thought to be a burn.